Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable calcium results for three patient samples. Of the data provided, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 6.9 mg/dl with a data flag and was reported outside the laboratory. On (B)(6) 2013, the same patient was drawn again and the result was 9.0 mg/dl. As the result was flagged with a delta check, the customer repeated this sample and the result was 9.1 mg/dl. The customer then repeated the sample from (B)(6) 2013 and the result was 9.7 mg/dl. This sample was then repeated on the other c501 analyzer at the site and the result was 9.5 mg/dl. The result of 9.5 mg/dl was believed to be correct, sent as a corrected report and called the floor and physician. The patient was not adversely affected. The calcium reagent lot number was 68888501 with an expiration date of 09/30/2014. The field service representative found the di rinse water was overflowing the reaction cells when being dispensed from rinse nozzle# 7. This was due to the vacuum tubing to the nozzle being misadjusted and rerouted improperly causing it to become kinked. He readjusted and rerouted the vacuum tubing to nozzle #7 and all other rinse tubing as necessary. He verified proper operation by running precision testing. The customer ran calibration and qc with all results within customer's specifications. All tests and checks were within documented guidelines.